Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned due to disposal, we have determined that heart failure and dyspnea are known inherent risks with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that heart failure and dyspnea are addressed as a potential procedural complication when using the faradrive sheath. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the faradrive sheath device confirmed that the event of heart failure and dyspnea are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive sheath device is acceptable. Investigation conclusion: based on the information provided, the reported event of heart failure and dyspnea are known inherent risks of the faradrive sheath. As stated by the instructions for use, "potential adverse events associated with use of the faradrive sheath includes, but are not limited to: heart failure, dyspnea." There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced heart failure and dyspnea. Eleven days after a pulse field ablation (pfa) procedure using a faradrive sheath the patient was experiencing progressive dyspnea and was admitted to the hospital. The patient's b-type natriuretic peptide (bnp) was elevated while in hospital and symptoms improved with diuretic therapy. The primary diagnosis was acute on chronic systolic heart failure. The patient was discharged three days after onset in stable condition. It is unknown if the device will be returned for analysis. It was further reported that the device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced heart failure and dyspnea. Eleven days after a pulse field ablation (pfa) procedure using a faradrive sheath the patient was experiencing progressive dyspnea and was admitted to the hospital. The patient's b-type natriuretic peptide (bnp) was elevated while in hospital and symptoms improved with diuretic therapy. The primary diagnosis was acute on chronic systolic heart failure. The patient was discharged three days after onset in stable condition. It is unknown if the device will be returned for analysis.

Event description:
It was reported that the patient experienced heart failure and dyspnea. Eleven days after a pulse field ablation (pfa) procedure using a faradrive sheath the patient was experiencing progressive dyspnea and was admitted to the hospital. The patient's b-type natriuretic peptide (bnp) was elevated while in hospital and symptoms improved with diuretic therapy. The primary diagnosis was acute on chronic systolic heart failure. The patient was discharged three days after onset in stable condition. It is unknown if the device will be returned for analysis. It was further reported that the device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.